Event description:
Tandem received voluntary medwatch letter on 02/09/2026 reporting: on (B)(6), during a commercial airline flight from (B)(6) to (B)(6), my tandem mobi pump became unexpectedly detached from its infusion set. During the flight, the infusion set remained properly adhered to my body. However, the connection between the pump and the infusion set tubing had disengaged. I did not realize the pump was no longer attached until later, during my drive home from the airport. I believe the pump detached during the flight and was lost on board the aircraft. I have lived with type 1 diabetes since the age of six and have managed this condition for over fifteen years using insulin pump therapy. In all my years of pump use, across multiple devices and environments, this type of detachment has never occurred. The tandem mobi is a new device, and based on my experience, this incident represents a clear malfunction or design failure of the pump's attachment mechanism, which allowed the pump to detach while the infusion set remained secured. This event required an immediate change in diabetes management due to the interruption of insulin infusion. Upon discovering the pump had detached and was lost, I was forced to discontinue pump therapy and revert to backup diabetes management using injected insulin. I was able to do so only because I was en route home and had access to necessary backup supplies, including syringes, fast-acting insulin, and long-acting insulin. Had this malfunction occurred earlier in travel or without access to backup supplies, it could have resulted in a serious medical emergency. The loss of continuous insulin delivery represents a significant safety risk for an individual with type 1 diabetes. This event required an immediate change in diabetes management due to the interruption of insulin infusion. Upon discovering the pump had detached and was lost, I was forced to discontinue pump therapy and revert to backup diabetes management using injected insulin. I was able to do so only because I was en route home and had access to necessary backup supplies, including syringes, fast-acting insulin, and long-acting insulin. Had this malfunction occurred earlier in travel or without access to backup supplies, it could have resulted in a serious medical emergency. The loss of continuous insulin delivery represents a significant safety risk for an individual with type 1 diabetes. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.